Event description:
It was reported that the battery of cs300 intra aortic balloon pump (iabp) was not working. There was no harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was able to confirm the reported issue. Battery was charged for 48 hours and still machine is not working on battery. Battery looks defective and it need to be replaced. Replaced batteries from customer stock, all functional tests performed successfully. Machine handed to the customer in working condition. Based on the evaluation results provided by the field service engineer, the batteries were replaced to resolve the issue. Since the removed batteries cannot be returned due to shipping restrictions and hand delivery is not possible, thus no further investigation is needed.

Event description:
It was reported that during routine check, the cs300 intra aortic balloon pump (iabp) battery was not working. There was no patient involved.